Event description:
The cylinders and pump were removed from the pt and an entire device implanted due to fluid loss - tubing 1" above pump to reservoir had hole. The reservoir was not returned, possibly left in place.